Event description:
It was reported that iab was inserted via sheath into femoral artery in the morning in 12/2005. Between 2200 and 2300 hours on the next day, pt became extremely agitated and began thrashing about. Shortly thereafter, nursing staff observed blood in catheter. Resident removed iab. A re-insertion was not required. Staff noted that iab appeared broken at insertion site. There were no reported pt complications.